Event description:
It was reported that this patient with a history of seizure disorders requires magnetic resonance imaging (MRI) procedure. However, the previously surgically capped and abandoned right atrial (ra) and right ventricular (rv) leads from 2003 are not MRI compatible. The patient subsequently underwent a revision procedure where both ra and rv leads were explanted, which was a challenging procedure due to the age of the leads and the tortuous patient anatomy. Both the ra and rv leads were found to be fractured. During the explant procedure, the currently implanted ra lead was found to be exhibiting loss of capture and had dislodged from the implant location. This ra lead was surgically repositioned to resolve the event and the patient was stable. It is unknown if the explanted ra and rv leads will be returned for analysis.